Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleged that dual limb circuits were found to be split on the concha side of the corrugated circuit. Complaint states that the split was not on the seam of the circuits." No pt injury reported.